Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were "400's and 50's" mg/dl. Tests were done within 10 minutes with a difference of "more than 20%" per reported issue notes. Patient did not experience any adverse events. No further information has been reported. Note - customer cleaning meter incorrectly.